Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. A review of the manufacturing documentation associated with this lot# (f2034901 presented no issues during the manufacturing process that can be related to the reported complaint. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, at the point of shuttling down a 6f-7f mynxgrip vascular closure device (vcd); the shuttle stopped just past the hub of the unknown sheath. They had to deflate the balloon and take the device out and held manual pressure for 20 minutes to achieved hemostasis. The patient was sent to the holding room. There was no reported patient injury. The sales rep was present at the procedure and teaching the deployment of mynxgrip vcd. There was resistance/friction experienced as the mynx vcd was advanced through the sheath. The sheath was not kinked or bent. The patient was not morbidly obese. The device was not storage in temperatures that exceeded 25 °c. The product was stored as per labeling and opened in a sterile field. All preparation was done correctly. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly g4,g6,h1,h2,h3 and h6. As reported, at the point of shuttling down a 6f-7f mynxgrip vascular closure device (vcd); the shuttle stopped just past the hub of the unknown sheath. They had to deflate the balloon and take the device out and held manual pressure for 20 minutes to achieved hemostasis. The patient was sent to the holding room. There was no reported patient injury. The sales rep was present at the procedure and teaching the deployment of mynxgrip vcd. There was resistance/friction experienced as the mynx vcd was advanced through the sheath. The sheath was not kinked or bent. The patient was not morbidly obese. The device was not storage in temperatures that exceeded 25 °c. The product was stored as per labeling and opened in a sterile field. All preparations were done correctly. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle was displaced from the black handle with the stopcock open. The sealant was exposed and swollen on the catheter at 75mm from balloon proximal tip, with no blood. The advancer tube was around 90mm from balloon¿s proximal tip as received. Without the return of used procedural sheath, a physical evaluation to determine whether there was damage to the procedural sheath that could have contributed to the reported complaint could not be concluded. The atraumatic wire was observed for kinks that could have caused the reported complaint, and no visual damages or anomalies were observed. Per functional analysis, an applicable lab introducer sheath was used to perform the insertion/withdrawal test on the returned product. No unusual findings with insertion of sheath were observed. Next, the shuttle down procedure was simulated, the shuttle advanced through the sheath with no resistance and the advancer tube was engaged. The returned device performed as intended per the mynxgrip instructions for use (IFU). Per microscopic analysis, the sealant was swollen, exposed to moisture, and protruded out from the outer cartridge tubing side slit. A product history record (phr) review of lot f2034901 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿shuttle advancement issue¿ was not confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. The returned device performed as intended per the mynxgrip instructions for use (IFU). Procedural factors, such as the sealant prematurely hydrating, may have contributed to the reported event. According to the instructions for use (IFU) which is not intended as a mitigation of risk, it states to insert the mynxgrip into the procedural sheath up to the white shaft marker, then inflate the balloon until the black marker is fully visible on the inflation indicator. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.